Manufacturer narrative:
This report is being submitted as follow up no. 1. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on september 18, 2017. It was reported that the device eventually worked and there was no blood loss. Hemostasis was eventually achieved.

Manufacturer narrative:
The actual device was not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file found two other reports with the involved product code/lot# combination. See MDR 2243441-2017-00121 for the second device reported. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that there was a deployment issue with two evolution devices upon attempting to pull back to set anchor. Indicated that user (dr.) Was not able to create tension when pulling back as "spool released" prior to pushing button. This happened with two devices in the lot reported. The patient condition was reported to be good. The procedure outcome was reported to be good.